Manufacturer narrative:
The issue has been traced to the (B)(4) msp430 microcontroller used on the model 96280 telemetry receiver quad receiver card (qrc) pcba that has an internal hardware defect that affects the proper clocking of digital data communications on some qrc units. The presence of an ¿xtr offline¿ message reflects an extremely high number of the digital data interruptions rapidly occurring. In order to correct this issue, a new version of the (B)(4) msp430 is being implemented that includes a hardware correction for the clocking defect. Spacelabs considers this medwatch closed. Further actions and information will be documented under the spacelabs field corrective action process.

Event description:
Spacelabs received a report that only the patient's room number and the transmitter number were output from model 96280 telemetry receiver to the central station. There is an "xtr offline" message displayed in the patient's zones.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code. The previous code was 213.

Manufacturer narrative:
The event reported under 3010157426-2016-00025 had a supplemental report that showed report number of 2 in g6. G6 should have indicated that it was follow up report number as 1.